Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ mini pen needles were difficult to remove after use.

Manufacturer narrative:
Customer returned 6 sealed 5mm, 31g bd pen needles. Consumer reported pen needles are difficult to remove after use. All returned pen needles were examined and all were attached and detached to a test pen. They all attached and detached to the pen without difficulty. A flow test was alson performed and all passed the flow test. The alleged defect could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples/photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging tr ends. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd ultra-fine mini pen needles were difficult to remove after use.